Event description:
During a remote follow-up, inadequate high-voltage (hv) therapy was delivered by the device. The arrhythmias were self-terminated or were able to be terminated with a 36j shock. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.